Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not stay in standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer and remote service engineer (rse) performed a troubleshoot. The rse had the customer verify what the average air standard liter per minute (slpm) and the customer informed the rse the unit was showing -1.0 slpm. The rse then advised the customer that the unit was unable to pass the -1.0 slpm and a replacement of the flow sensor assembly was required. The rse provided the customer with the part number of the flow sensor assembly. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.